Event description:
It has been reported to philips that the allura system was taking too long to boot and the error "exposure not possible" appeared. There was no report of harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the xper module was taking long to boot and had the error message as exposure was not possible. Review of the system log file showed that the image disk and frontal ippc disk had errors. As part of the troubleshooting process, fse found that the ippc & hard drives were faulty. To resolve the issue, fse replaced with the new ippc and hard drives. In addition, fse had reloaded the software and created the image store. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.